Event description:
It was reported that the patient with this pacemaker received a message from their cardiologist stating something is wrong with the device battery. Technical services (ts) advised the patient follow-up with the clinic regarding the battery of her device. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the patient with this pacemaker received a message from their cardiologist stating something is wrong with the device battery. Technical services (ts) advised the patient follow-up with the clinic regarding the battery of her device. No adverse patient effects were reported. Information later received from the field indicates this patient is followed via the latitude remote patient monitoring system, and the last transmission on 09-apr-2022 showed a remaining battery longevity of 9.5 years. The local area field representative believes the physician message was regarding the device being part of the hydrogen induced premature depletion pacemakers advisory population. At this time, there is no evidence to suggest this device is exhibiting premature battery depletion behavior. Should additional follow-up information be received in the future, an updated report will be issued.